Event description:
It was reported that the female connector (dark blue part) of an unspecified transfer set separated and subsequently leaked. The "dark blue (female connector) thread section came off the transfer set, tubing leaking where it connects to lock (twist clamp) of transfer set." This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.